Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The field service representative found that the battery was not properly locked into the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was the battery not being properly seated.

Event description:
The customer contacted stryker to report that their device failed after startup with full batteries. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.